Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during the arteriovenous fistula creation procedure, the electrode of the venous catheter was identified allegedly deformed (misshaped) under fluoroscopy prior to activation; therefore, the venous catheter was not activated and removed from the patient without incident. Reportedly, another venous catheter was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the arteriovenous fistula creation procedure, the electrode of the venous catheter was identified allegedly deformed (misshaped) under fluoroscopy prior to activation; therefore, the venous catheter was not activated and removed from the patient without incident. Reportedly, another venous catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review was not required as this is the first complaint reported for his lot number to date. Investigation summary: a sample was received and evaluated. The venous catheter electrode was covered by valve crosser (i.e. Protective sheath). Electrode appeared deformed and was unseated from electrode housing. Therefore, the investigation was confirmed. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.